Manufacturer narrative:
Qn#(B)(4). Information from this complaint was captured under MDR#9680794-2020-00311, thus this MDR should be voided as it is duplicate information.

Manufacturer narrative:
Qn#: (B)(4). Two mdrs submitted: spring wire guide kinked. 9680794-2020-00311 - spring wire guide unraveled. Lot# unknown. Potential lot# 13f20b0001.

Event description:
During cvc insertion the guide wire kinked and began to unravel. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.